Event description:
Caller reported intermittent occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. The customer changed the infusion set and cartridge to resume insulin use. Ultimately, the pump was replaced due to pump issues.